Event description:
Boston scientific crm received information that during follow up visit, clinicians performed normal magnet interrogation of this device. The magnet rate revealed end of life (eol) expectancy was indicated as three to four months remaining longevity. The patient with this device was provided a follow up date within three months. However, prior to the three months, the patient presented to the emergency room due to loss of pacing. This device had reached eol. A revision procedure was performed, this device was removed and replaced. There was concern that the battery had depleted more rapidly than expected and this device had reached eol without warning. An internal technical service consultant was contacted regarding this issue.

Manufacturer narrative:
Upon reciept to the post market quality assurance laboratory, analysis will be performed and this event will be updated.